Event description:
It was reported that during an in-clinic follow-up, episodes of over-sensed noise were noted on the right ventricular (rv) lead. No intervention was performed. The patient was in stable condition.